Event description:
It was reported during a trial procedure, the physician had difficulty entering the epidural space and the physician could not place the lead properly. The patient reported experiencing discomfort and pain. The patient had received local anesthesia and pain medication. X-rays were taken and revealed the trial lead was anterior. The physician removed the trial lead and the procedure was abandoned. The patient's pain ceased once the lead was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.